Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one presto inflation device has been received for the evaluation. On the visual evaluation, the device was noted to have the residue. The syringe was noted to be at the 10 marker and the syringe was observed to have the liquid in it. No other visual anomalies were noted. On the functional evaluation, the presto inflation device was connected to an in-house pressure gauge the device was pressurized, and the psi to the atm was measured and noted. The following reading was noted to be 6atm = 86psi; 7atm = 103psi; 12atm = 171psi & 30atm = 449psi when the device pressurize. All the readings shown by the presto inflation device was within the acceptable range in the product performance specification limit. Therefore the investigation for the reported indication of incorrect readings was unconfirmed, as the readings shown by the presto inflation device was within the acceptable range in the product performance specification limit. A definitive root cause for the indication of incorrect readings could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the indication of incorrect readings could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.